Event description:
It was reported that during a routine check it was found that the right ventricular (rv) lead thresholds were high. On fluoroscopy it appeared that the lead had dislodged, as it looked different than the image from the initial implant. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).